Event description:
Olympus medical systems corp (omsc) was informed that during the procedure of turis-bt, when the high frequency output was activated to cut the tissue, the explosion occurred in the pt bladder. Then the physician re-started the procedure by using the same devices and the procedure was completed. Also during the procedure, many bubbles occurred. The subject device was used with (B)(4) (hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30 degrees, sterile, single use, 12 pcs., for turis). There was no pt injury reported.

Manufacturer narrative:
The subject device is not reported to omsc, so there is no info whether it has any failure or not omsc was not informed that the subject device has any failure. According to the literature, it is known that bubbles may occur during the procedure of turis-bt, and a small explosion may occur because of the bubbles rarely. This report is being submitted as a medical device report in an abundance of caution.